Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm 4cm saber percutaneous transluminal angioplasty (pta) balloon was used in a severely calcified vaivt lesion. The balloon was inflated to rated burst pressure on first inflation; however, the balloon ruptured at 5atm during the second inflation. The procedure was successfully completed by inflating with a non-compliant balloon instead. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.